Event description:
It was reported that a physician in training, attempted arteriotomy closure using the starclose device after an interventional procedure. The vessel was described as not calcified. After the clip was fired, the device could not be removed. The physician attempted several different troubleshooting techniques of pushing the release and vessel locator buttons, retracting the thumb advancer, and forceful pulling to release the device, but was not successful in removing the device. The device was opened (disassembled) and through manipulation of the internal components, collapsed the wings. The device was removed out of the tissue. The wings were deformed. Hemostasis was achieved with the clip. There was no reported pt consequence. No additional information available.

Manufacturer narrative:
The returned device was received in a fully clip deployed state, however, it was disassembled and in a manipulated condition. It was not possible to determine if a malfunction had occurred or if a defect was present, however, inspection of the component parts revealed broken and damaged vessel locator wings. We were unable to determine a cause of the device malfunction. The mfg records for this lot have been reviewed and no issues or discrepancies were found to be associated with this event.